Event description:
The husband of the pt reported that the pt was hospitalized due to high blood glucose and dehydration. The pt's blood glucose at the time of admission measured "hi" (over 600 mg/dl) on the blood glucose monitor. The pt was placed on an insulin drip and she was still in the hosp at the time of the report. The pt's infusion device was replaced. Product was requested to be returned for eval.